Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a touch contamination. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient reported that treatment included levofloxin and lortab medications (doses, frequencies and routes not reported); however the nurse reported that the patient was treated with unspecified intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. The patient was recovered from the peritonitis event, but it was not reported if the patient and/or caregiver were retrained on proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.